Event description:
It was reported that the procuity zmx¿s electric brake randomly engaged while zoom driving and wouldn¿t release, however it later randomly unlocked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the procuity zmx¿s electric brake randomly engaged while zoom driving and wouldn¿t release, however it later randomly unlocked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility confirmed that the serial number of the unit could not be determined. It was reported that the problem did not persist and the issue was unable to be confirmed. H3 other text : device not accessible.